Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4):this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. A photograph of the device was provided. Review of the supplied photograph confirms the report of no cement adhered to the device. No further observations or conclusions could be drawn about the reported device loosening based on the photographs. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). After the cementation, the tibial plate was free and not stabilized. The tibial plate was removed and no cement ((B)(4)) )was detected above it. The same cement adhered perfectly above the femur: this cement was removed and subsequently the tibial component was re-implanted with a new dose of cement: also in this case the tibial component was not stable. The surgeon completed the intervention by using a new amount of cement ((B)(4)).